Event description:
Customer reported that he was experiencing unexplained high blood glucose levels. Blood glucose level was 198 mg/dl at the time of the call. Customer reported that he went to the emergency room the day before the call with a blood glucose level of 500 mg/dl. Customer also reported being in a state of diabetic ketoacidosis. Troubleshooting did not show any malfunction of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.